Event description:
It was reported that the customer experienced multiple occlusion events over the past two weeks. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by resuming insulin and indicated they would change the cartridge and infusion set if the problem persisted. A systems check was performed with tandem technical support and no issues were identified.